Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose at the time of admission was unknown. The customer reported feeling thirsty and sick to their stomach upon waking up at 1 a.m in the morning, prompting them to call the paramedics. It was also reported the customer had a no delivery alarm on their insulin pump. Customer declined to troubleshoot as they have tried all remedies for the no delivery alarm. The customer was advised to revert to a back-up plan as their insulin pump needed to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.